Event description:
The customer reported that the patient circuit connector was extremely loose in the front. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the remote service engineer (rse) advised the customer to temporarily re-shape the retention clip in order to hold the port tighter, until a new part can be replaced. The customer was provided with the part ID for a replacement retention clip. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/25/2022, 09/23/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.